Manufacturer narrative:
There were no treatment data files related to the reported event available for review. A gambro technician investigated the machine and found that all power supply voltages, pump rotor speeds and all four scales were within the MFR's specifications. The machine was authorized to be returned to clinical use.